Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Review of the revision operative notes confirms corrosion debris noted around the base of the femoral neck. Elevated cobalt and chromium levels were also noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00-8018-032-01 lot 61409513 versys head 32mm, -3.5, 00-6200-054-22 lot 61310930 trilogy shell 54mm, 00-6250-065-25 lot 61412714 bone screw 6.5x25mm, 00-6305-050-32 lot 60934390 longevity liner. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00470. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately 7 years post initial surgery due to pain and elevated metal ion levels. During surgery, limited amount of corrosion on the neck, a little bit more corrosion on the head was found. Head and liner were replaced.